Event description:
Complainant alleged that the device would not power on by battery and displayed "pacer fault 116" and "defib fault 72" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.